Event description:
A patient was admitted for acute sinusitis. Patient's IV became disconnected from luer-lock that connects IV extension. Patient had moderate amount of blood that leaked out of IV extension. IV site flushed with saline. New dressing, tubing, and IV board added. B. Braun sales representative visited a few days later and took tubing along for product evaluation.